Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's mother believed that the patient's device had not been working for over two years, but the specific reason of why the device was believed to not be working was not provided. It was later noted that the patient had been having an increase in seizures. The patient was referred for surgery to replace the generator. During the generator replacement surgery, high impedance was identified during the initial interrogation. A new generator was connected to the existing lead, and high impedance was still present. The lead was then replaced, which resolved the high impedance. The increased seizures was most likely related to the high impedance. The explanting facility does not return product to the manufacturer; therefore, no analysis could be performed. No further relevant information has been received to date.